Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative. It was noted the healthcare provider (hcp) suspected the overdose symptoms could have been related to the catheter prime or the refill procedure. The patient underwent a subsequent refill procedure on (B)(6) 2016 without issue and the residuals were within normal tolerance. It was not determined what the issue was. The device was still in use. The representative noted the hcp aspirated the catheter prior to pump fill, filled the pump, and primed the catheter after the fill. The hcp also reduced the drug concentration and shifted dosing from flex to simple continuous and performed a bridge bolus (electing to do so as if the entire system had the higher concentration drug). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacture representative regarding a patient receiving fentanyl (4000 mcg/ml at 3996.1 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient experienced opiate overdose symptoms after a pump refill on the date of this report. The patient underwent a catheter aspiration prior to the pump fill. Their pump had 9000 mcg/ml solution prior to the fill. The pump was then filled under fluoro with fentanyl 4000 mcg/ml. The pump was filled under fluoro to confirm needle placement. Approximately fifteen minutes after the fill the patient experienced opiate overdose symptoms. The patient received 0.1mg of narcan administered intravenously (IV) and was observed in a post anesthesia care unit. The issue was resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' It was noted the patient was to undergo dose titration and pump removal at a future date. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The pump ((B)(4)) was returned for analysis. Upon interrogation the pump was used to deliver hydromorphone (15 mg/ml at 8.991 mg/day). Analysis of the pump found no anomaly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.